Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused shortness of breath, headaches and ear infections. The patient did receive medical intervention in the form of antibiotics and hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported section h1 as "malfunction" and should have been reported as "serious injury". Also, section h7 and h9 were missing from the previously submitted report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused shortness of breath, congestion, headaches, flem stuck in nose and throat, ear infections. The patient did receive medical intervention in the form of antibiotics and hospitalization. After the first attempt to have the device and components returned for evaluation, the customer stated that the device is already returned. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Section d4, e1 and h4 corrected and updated in this report. Section h6 updated in this report.